Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to ketones and flue on (B)(6) 2019 around noon. The customer blood glucose level was 158 mg/dl at the time of hospitalization later it was at 209 mg/dl. The customer stated that the symptoms related to high blood glucose such as vomiting, diarrhea, fever, chills also body aches and the ketones. The customer was treated with fluids and then they put medicines anti-nausea, pain reliever and fever. The device will not be returned for analysis.